Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during an interrogation of the implantable pulse generator (ipg), the battery voltage measurement was not observed. It was noted a bit flip occurred. The device was reinitialized, device clock was changed and the programmer session was ended. The device was then reinterrogated and the device clock was set back to the original setting. A battery voltage measurement was observed. The ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the battery measurement was not available. If information is provided in the future, a supplemental report will be issued.